Manufacturer narrative:
Date of event: dates estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information provided, a cause for the reported patient effect of death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report number. Attached article, titled "considerations on the use of mitraclip in the treatment of mitral regurgitation".

Event description:
This is filed to report death. It was reported through a research article identifying mitraclip devices that were related to the following outcomes: death, stroke, recurrent mitral regurgitation, cardiac tamponade, and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "considerations on the use of mitraclip in the treatment of mitral regurgitation." No additional information was provided.